Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical adverse event received for entrapment ramus infrapatellaris device and procedure (relatedness) remote possibility related to device and possibly related to procedure. Date of event: unk december 2020. Date of implant: no information provided. Date of revision: (B)(6) 2019. Device location: right. Treatment/impact: full knee revision using attune ps fb depuy synthes products used: catalog number: 150440207 lot number ID: hf5013 component type: femoral component device identifier: (B)(4). Catalog number: 151312060 lot number ID: j06u38 component type: femoral stem device identifier: (B)(4). Catalog number: 151304000 lot number ID: 8710875 component type: femoral stem offset adaptor device identifier: (B)(4). Catalog number: 154707002 lot number ID: hw2120 component type: femoral medial distal augment device identifier: (B)(4). Catalog number: 154707002 lot number ID: hw2120 component type: femoral lateral distal augment device identifier: (B)(4). Catalog number: 154907001 lot number ID: j0504f component type: femoral medial posterior augment device identifier: (B)(4). Catalog number: 154907002 lot number ID: h78959 component type: femoral lateral posterior augment device identifier: (B)(4). Catalog number: 150640005 lot number ID: 8913497 component type: tibial base component device identifier: (B)(4). Catalog number: 151316060 lot number ID: j1540f component type: tibial stem device identifier: (B)(4). Catalog number: 151306000 lot number ID: 8780621 component type: tibial stem offset adaptor device identifier: (B)(4). Catalog number: 151700708 lot number ID: h83605 component type: tibial insert component device identifier: (B)(4). Catalog number: 151820038 lot number ID: 8467076 component type: patella device identifier: (B)(4). Catalog number: 66017747 lot number ID: 91534803 component type: cement device identifier: (B)(4). Catalog number: 66017775 lot number ID: 90445293 component type: cement device identifier: (B)(4).